Event description:
It was reported that the elective replacement indicator (eri) message appeared on the primary cell deep brain stimulator implantable pulse generator (ipg) approximately one year after implant. The patient underwent an ipg replacement procedure. The ipg will not be returned as it was discarded. No patient complications were reported, and the patient has fully recovered.